Event description:
Information was received indicating that this ambulatory infusion pump got wet and then continuously exhibited alarms. The patient switched to their backup pump. No adverse effects were reported.